Event description:
While pt was sitting at home. He experienced sensation like a rubber band pop on his left side waistline. A raised area (lemon size) appeared. Pt returned to surgery on 11/16/94 for repair of ruptured pseudoaneurysm of distal left removal axillo bypass graft. Examiniation intraoperatively revealed possible deterioration of dacron graft at a previous thrombectomy site on the graft. Site was repaired using 12 mm microvel graft. (Failed graft, left implanted).